Manufacturer narrative:
This device evaluation that omsc obtained later is shown below. Since the lot number of the subject device was unknown, the manufacturing records were reviewed retrospectively for one year from the occurred date ((B)(6) 2016) as shown in the following 3 points, without any abnormality possibly related to the referenced phenomenon. Side flaps processing, forming dimensions, and the appearance.

Manufacturer narrative:
The subject device was not returned to omsc for investigation. The exact cause of the user's experience could not be conclusively determined. The device intended use of the instruction manual describes that "the drainage tube is not intended to be permanently implanted in the patient. The drainage tube is intended for short-term implantation." In addition, the device instruction manual has warned users "after placing a drainage tube, periodically check the conditions of the drainage tube and its implantation. Depending on the condition or internal environment of the patient body, material deterioration of the placed drainage tube over time can result in the detachment of side flap(s) or migration of the drainage tube. That possibility is increasing the longer the drainage tube is placed in the duct." The subject device was discarded by user.

Event description:
The product has four flaps at each end of the stent that prevents the stent from migration in the body. In this instance the flaps have snapped off inside the patient and therefore the stent began to migrate into the common bile duct. It could not be determined when the stent was placed in the patient, as the records were not available. Although the one flap remained, this still caused the stent to migrate by not being secured at both ends. The stent has been retrieved by using stent removal forceps. This report describes the second event. Please cross-reference the following report 8010047-2016-00444.